Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient¿s alleged post operative pain. As reported the patient is not being treated medically for the pain at this time, however has requested to his surgeon that the device be removed. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2007. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the repair of a left sided hernia and at that time, was implanted with a bard perfix plug. The surgeon reports that the patient has been having pain in the area of the repair, which began months after the surgery. The patient alleges finding that there has been many incidences of this type reported and was aware of legal claims made against the hernia mesh. The patient wants the mesh removed and replaced with some other mesh. It is reported that the surgeon has examined the patient, however has not provided any medical treatment (i.e. Prescription medication etc.).